Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient went to the clinic and was diagnosed with blood glucose (bg) values reached over 250 mg/dl. The patient was dehydrated, had a headache, and fatigued. For treatment, the patient was given insulin. The patient was discharged after 15 minutes. The controller was overheating and the patient smelled a burning smell.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res# (B)(4) was implemented. The device was not returned for evaluation.